Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the device on/off switch was not working. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome on april 17, 2019 revealed that the motor would run intermittently. The calibration was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the poppet spring, o-ring, poppet housing, throttle hinge gasket, throttle hinge, screws, swivel, motor, bearings, thickness control shaft, semi-circle bearings, vespel bearings, and reciprocating arm. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor would run intermittently. This would make it appear as if the on/off switch was not working properly. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor would run intermittently. This would make it appear as if the on/off switch was not working properly. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device on/off switch was not working. Per the investigation, it was revealed that the motor would run intermittently. The event occurred during sterile processing. There was no harm and no delay reported. There was no patient involvement. No adverse events were reported as a result of this malfunction.